Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "performed an essure and underwent an endometrial ablation performed at the same time". The patient's concurrent conditions included ovarian cyst, lower abdominal pain, hepatic steatosis, hepatomegaly and dysfunctional uterine bleeding. Concomitant products included atorvastatin calcium (lipitor) from 2013 to 2015, clonazepam (klonopin) in 2012, glimepiride (amaryl) from 2012 to 2015 and methocarbamol (robaxin) in 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced abdominal pain lower ("pain, lower abdomen") and back pain ("pain, lower back"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three trailing coils on each side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, removal date updated, lot number, concomitant disease and medications, new events dyspareunia, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage and medical device monitoring error added. Outcome for the events menorrhagia and vaginal haemorrhage added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No." And medical device monitoring error "performed an essure and underwent an endometrial ablation performed at the same time". The patient's past medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included ovarian cyst, lower abdominal pain, hepatic steatosis, hepatomegaly, dysfunctional uterine bleeding, hypothyroidism and type 2 diabetes mellitus. Concomitant products included atorvastatin calcium (lipitor) from 2013 to 2015, clonazepam (klonopin) in 2012, gabapentin, glimepiride (amaryl) from 2012 to 2015, levothyroxine sodium (synthroid), metformin, methocarbamol (robaxin) in 2012 and vicodin (lortab). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced abdominal pain lower ("pain, lower abdomen") and back pain ("pain, lower back"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device removal ("complications from essure removal procedure-difficulty removing cervix due to bladder sticking to cervix"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, back pain and complication of device removal outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three trailing coils on each side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Events:did you undergo essure confirmation testing: no.,complications from essure removal procedure-difficulty removing cervix due to bladder sticking to cervix were added. Concomitant disease,concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "performed an essure and underwent an endometrial ablation performed at the same time". The patient's concurrent conditions included ovarian cyst, lower abdominal pain, hepatic steatosis, hepatomegaly and dysfunctional uterine bleeding. Concomitant products included atorvastatin calcium (lipitor) from 2013 to 2015, clonazepam (klonopin) in 2012, glimepiride (amaryl) from 2012 to 2015 and methocarbamol (robaxin) in 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 2 days after insertion of essure, the patient experienced abdominal pain lower ("pain, lower abdomen") and back pain ("pain, lower back"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) to remove essure). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three trailing coils on each side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding/ bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a 29-year-old female patient who had essure (batch no: 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo essure confirmation testing? No." The patient's medical history included vaginal haemorrhage, menorrhagia and miscarriage. Previously administered products included for contraception: yaz. Concurrent conditions included ovarian cyst, lower abdominal pain, hepatic steatosis, hepatomegaly, dysfunctional uterine bleeding, hypothyroidism and type 2 diabetes mellitus. Concomitant products included atorvastatin calcium (lipitor) from 2013 to 2015, clonazepam (klonopin) in 2012, gabapentin, glimepiride (amaryl) from 2012 to 2015, hydrocodone bitartrate;paracetamol (lortab), levothyroxine sodium (synthroid), metformin and methocarbamol (robaxin) in 2012. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower ("pain, lower abdomen") and back pain ("pain, lower back"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complications from essure removal procedure-difficulty removing cervix due to bladder sticking to cervix"), migraine ("migraines"), arthralgia ("joint pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), autoimmune disorder (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (uterus only) to remove essure and performed an essure and underwent an endometrial ablation performed at the same time). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, back pain, complication of device removal, migraine, arthralgia, dysfunctional uterine bleeding, autoimmune disorder and infection outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, back pain, complication of device removal, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had performed essure and underwent an endometrial ablation performed at the same time. Three trailing coils on each side. Reason: failed medical management. Insertion detail: essure coil and this was deployed with three coils visible within the uterine cavity and the right fallopian tube was identified cannulized on the essure coil and deployed with three coils visible inside the endometrial cavity. Both tubal ostia were easily seen with essure coils present. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, menorrhagia, genital hemorrhage, medical device monitoring error, dysfunctional uterine bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: reporter information was added. Her demographic was updated. Essure insertion date was updated. Per plaintiff fact sheet event: migraines, infection, joint pain, bleeding: dysfunctional uterine bleeding and autoimmune-like symptoms were added. Earlier event: ablation added as a surgery for menorrhagia (as per indicated in mr). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.